Manufacturer narrative:
It was reported that the pen needle (article 700001322, batch 171193-02) broke off in the patient's skin and would not perform properly. The broken off needle was removed by the patient and no medical attention was needed. The customer sent 18 sterile needles back from the same article/batch number. The investigation was performed with 10 sterile needles. The batch record review showed no abnormalities or deviation from the validated manufacturing process. The visual inspection confirmed that all needles were straight (cannula patient side and the cannula cartridge side). Within the process the angle from the cannula patient side is to 100% controlled before the inner protective cap is fitted. Before the peelfoil is sealed, the angle of the cannula cartridge end is checked to 100%. This inspection guarantees that only complete pen needles (needle hub including cannula) leave the production line. During investigation, the also a resistance to breakage-test according iso 9626 was performed. One end was fixed on the tubing. A then, a force of sufficient magnitude was applied to cause the tubing bend in one plane through an angle of (20 ± 1)° used for thin-walled = pen needle tubing. Force in the reverse direction was applied so as to cause the tubing to bend through the same angle in the reverse direction. Twenty (20) complete cycles of reversal of force were performed at a rate of 0.,5 hz. As a result, the tubing did not show visible breakage. A compatibility test according to iso11608-2:2012 with different pens (as no information about the used pen is available) was also performed and as a result the needles are compatible with all pens. Based on the investigation performed the symptom issue reported by the customer cannot be confirmed, no broken cannula could be detected.

Event description:
Consumer reporting the pen needle 4mm 32g dt broke off into their skin, the needles would bend, were flimsy and didn't fit securely. The broken off needle was removed by the consumer (on their own) and no medical attention was needed. It is not known if the rear cannula end or the front cannula end is bent.